Event description:
It was reported that a device was used during a tonsillectomy procedure. The surgeon noticed abnormal heat of handpiece during procedure. The surgeon stated after the case that it was uncomfortably hot during the case. Opened another device to complete the case. There was no consequence to pt.